Event description:
The patient reported that on (B)(6) 2010, her blood glucose measured 140 mg/dl before lunch and she bolused 14 units of insulin. After lunch, she slept for 45 minutes and her blood glucose measured 540 mg/dl. Her normal blood glucose level is 110 mg/dl. She bolused 5 units of insulin and found the infusion device was wet with insulin. She disconnected from the infusion device and bolused and found insulin leaking from under the adapter. She switched to her backup infusion device. On (B)(6) 2010, she inserted a new insulin cartridge into the infusion device and bolused with the adapter facing upward and there were no leaks. On (B)(6) 2010, she bolused with the primary infusion device with the adapter facing down and insulin leaked. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.